Event description:
It was observed that during the device evaluation, the subject device exhibited that the outer tube had a dent and deformed. Additionally, the llk plug of the video cable section was damaged, the lg (light guide)-bundle of the video cable section was broken and therefore the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.